Event description:
Literature was reviewed regarding pacing-induced recurrent short¿long¿short sequences in an implantable cardioverter defibrillator (ICD). The authors described a patient who presented to the emergency department with recurrent palpitations and shocks from their ICD. Laboratory results showed normal results. Electrocardiography revealed isolated premature ventricular complexes (pvcs). The patient was started on oral amiodarone and discharged home. Two weeks later, they presented again with recurrent ICD shocks and was readmitted. It was noted that on device interrogation that all the ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes were triggered by short-long-short sequences initiated by one of the ICD algorithms, which suggested that the vt/vf episodes were pacing facilitated. Reprogramming was performed, amiodarone was discontinued, and the device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pacing-facilitated short¿long¿short sequences leading to ventricular tachyarrhythmias: a brief report. The journal of innovations in cardiac rhythm management. 2024; 15(9):6011¿6013. Doi: 10.19102/icrm.2024.15093. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.